Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the therapy pads of the lifevest. It was reported that the irritation was due to an allergic reaction to the lifevest. The patient was given a benadryl cream from his physician. The patient also ended use of the lifevest. Follow-up indicated that the irritation was healing.